Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal claim, that "the pt received a "stryker secur-fit" artificial hip. It was further alleged that, the pt is experiencing "constant embarrassing noise in his hip."